Event description:
It was reported that the instrument bent during surgery and the tip broke off as it was attempted to be bent back. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the tip did break off as reported. Information from the user lets us conclude that the instrument was badly bent from too much mechanical pressure so that bending it back led to the breakage. No production errors could be determined. This complaint is invalid from a manufacturing standpoint.